Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the complete lead was returned severed into three segments. Additionally, trilumen insulation damage through to the rs conductor coils and the distal high voltage cable was identified. The damage appeared consistent with clavicle/first-rib entrapment. The returned lead segments passed continuity testing indicating the conductor coils had not been fractured.

Event description:
Boston scientific received information that during a follow up a high out of range shock impedance measurement was noted. An issue with the defibrillation portion of the lead was suspected. An explant took place and it was confirmed that the right ventricular (rv) lead was fractured at the clavicular region. No additional adverse patient effects were reported. This lead will be returned.